Event description:
It was reported that the reporting facility had ¿issues with expired product and people not seeing the product was expired in the past.¿ the reporter believed the product was ¿trunk stock.¿ the date on the outside of the package had not expired but the date on the product inside the package had expired. The reporter believed the event occurred 1-2 years prior to the report. The reporter believed the product may have been re-packaged and stated she know companies sometimes extend expiration dates. The reporter stated that package did have 2 expirations dates but could not remember what the dates were. The reporter remembered the device being a ¿connector.¿ no further information was known. .

Manufacturer narrative:
Concomitant products: product ID 8578, serial # unknown, product type accessory. (B)(4).